Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank after being exposed to water. Blood glucose level at the time of the incident was 326 mg/dl. Blood glucose level at the time of the call was 363 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.